Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. The customer reverted to an alternate method of insulin therapy. Customer's blood glucose level was a little bit over 500 mg/dl. The elevated bg was addressed by a correction injection via manual insulin therapy and the customer drank water.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.